Manufacturer narrative:
Visual analysis was performed on the returned product with the filtration element membrane separated from the support structure. The reported deployment failure was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy resulting in deployment failure; however, this could not be confirmed. The filtration element membrane was separated from the support structure. The support structure was still intact. The damage to the filtration element may have occurred during post procedure handling and/or packaging the device for return to abbott for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 was advanced to the internal carotid artery through a guiding catheter. After it was in place, the nav6 was ready to be deployed, but it was unable to be deployed. The physician replaced the nav6 with another nav6. The second nav6 was successfully deployed and used in the procedure. There were no adverse patient effects. The delay in the procedure was not clinically significant. No additional information was provided. Analysis of the returned device found a separation of the filter material.